Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the front panel leds blinking due to dust on the sensor of the s-socket. In addition, the evaluation found the front panel switches and leds for brightness level were not working due to a faulty front panel; heavy dust was found inside the unit; the s-socket was noted cracked; heavy corrosion was found on the front panel chassis; the hexagonal wrench on the lamp door was noted missing. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel led's were blinking. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon review this incident has previously been reported on report #8010047 - 2022 - 04275. This report has been determined to be a duplicate.